Event description:
During follow-up, an extended charge time was observed. Two manual cap reforms were performed with a slight improvement in the charge times. Cap reform was programmed to a 1-month interval and the pt was scheduled for follow-up in 6 weeks. During evaluation, the extended charge time was again observed. The charge time did not improve with several attempts at consecutive manual cap reforms. The decision was made to explant the device.